Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when was the threads of suture tore (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify the threads tore during handling, manipulation of the suture, not in knotting process. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Head nurse ¿ (B)(6). Please provide details on the health care facility (B)(6). Are the devices available for return? The actual threads are not available, have been disposed of, but suture threads from the same box could be provided if needed. Note: related events reported via 2210968-2024-00817, 2210968-2024-00819, 2210968-2024-00820, 2210968-2024-00821, (B)(4).

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2024 and suture was used. During the procedure, the suture tore with handling, manipulation of the suture, and not in knotting process. There were no adverse patient consequences. Additional information was requested.